Manufacturer narrative:
A review of the manufacturing documentation associated with lot 15844465 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment of blood clots and risk of pulmonary embolism (pe). The device was implanted into the patient¿s vena cava. On or about three years and twenty-five days post implantation, the patient requested a computerized tomography (CT) scan to investigate the source of persistent upper abdominal pain and to determine whether or not the trapease filter had migrated. The team of radiologists who evaluated the scans concluded that the results were not able to visualize the filter with enough clarity to definitively decide whether or not the filter had migrated. As the scan was inconclusive, the patient was then medically deemed to be a non-candidate for removal or revision because the ambiguity of the location and placement made the risk of intervention too great to proceed. The patient continues to feel a persistent pain at the site where the trapease filter was deployed, causing constant apprehension of migration, perforation and/or death. The patient experiences a constant sensation as a "tugging or pulling" at the site. As a result of the malfunction, the patient has suffered life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information received per the patient profile form (ppf) states that the patient has experienced occlusion of the inferior vena cava and fear.

Manufacturer narrative:
As reported, the patient underwent implantation of a trapease permanent inferior vena cava filter for the treatment of blood clots and risk of pulmonary embolism (pe). The device was implanted into the patient¿s vena cava. Approximately three years post implantation, the patient had a computerized tomography (CT) scan to investigate the source of persistent upper abdominal pain and to determine filter position. The results could not visualize the filter with enough clarity to definitively determine if the filter had migrated. As the scan was inconclusive, the patient was then medically deemed to be a non-candidate for removal or revision because the ambiguity of the location and placement made the risk of intervention too great to proceed. The patient continues to feel a persistent pain at the site where the trapease filter was deployed, causing constant apprehension of migration, perforation and/or death. The patient experiences a constant sensation as a "tugging or pulling" at the site. Additional information received per the patient profile form (ppf) states that the patient has experienced occlusion of the inferior vena cava and fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter does not represent a device malfunction. Pain and anxiety not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.